Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called stating that she was feeling "electrical shocks" in the middle of her chest. The patient said that she experienced it a couple of times that day while on battery power. She also stated that it occurred 3 to 4 times the previous day while she was on batteries and lying in bed. The patient does not have a defibrillator. She said that it did not happen "while on electricity" and did not notice it being induced with positional changes. The patient verbalized not having any alarms, but did notice her pulsatility index (pi) was elevated to 7. Additional information was received from the vad coordinator indicating that the history revealed that the pump had stopped. It was also reported that the patient had experienced a fall while walking upstairs. The system controller log file was sent to the manufacturer's technical service for review and the preliminary analysis of the log file confirmed the pump stops. It was noted in the log file that the system controller was losing power and causing the pump to stop. The patient's system controller and battery clips were replaced and the issue was resolved. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.